Manufacturer narrative:
The two subject devices were returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the ptfe pad of first device wore and partially separated. There was a contact mark of the probe and jaw. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR. Report number 8010047-2014-00083

Event description:
During a case with non anatomical liver resection, the ptfe pad became worn and started to peel off at the distal tip. There was no harm to the pt and all of the ptfe pad is intact and no trace was left in the pt. The hospital replaced the hand piece with one from their stock and carried on with the case.